Event description:
Patient reported ¿bilateral capsular contractures, baker grade iii/IV" and rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced the events of ¿they are sick from their implants¿, ¿hair loss and whole bunch of issues¿, ¿fluid comes and goes" and ¿bilateral capsular contractures, baker grade unknown." The device remains implanted. This record is for the left side.